Manufacturer narrative:
Customer phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide in a fuhrman pleural/pneumopericardial drainage set unraveled. The device was required by a (B)(6) male for pleural drainage. During the procedure, after placing the catheter, the user pulled on the wire guide and discovered it was "split." The user then obtained another device of the same lot and again attempted to place the catheter. During removal of the replacement wire guide, the wire again broke. In this occurrence, a portion of the wire remained in the patient. Subsequently, the user was able to remove the remnant of the wire "by pulling the drainage." Two photos provided by the customer again depicts an unraveled wire guide and a separated wire guide. The procedure was completed by obtaining a third device. No other adverse effects were reported for this incident. This report will focus on the first broken wire guide. The second wire guide separation has been reported under patient identifier (B)(6).

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that the user attempted to remove the wire guide after placing the catheter in the correct location; however, wire guide removal was not possible. It was also noted that no difficulty was encountered during advancement of the wire guide. There were no problems when bringing the wire guide through the needle and the catheter. "Everything looked soft as usual." There was no difficulty withdrawing the needle. The wire guides were received by cook on 06jan2022. At this time it was confirmed that both wire guides separated.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a complaint was received from a representative at the universitätsklinikum bonn, located in the city of bonn, germany. They reported, upon placement of the 8.5 fr pigtail catheter from the fuhrman pleural/pneumopericardial drainage set (c-ppd-850-wce-imh, lot number 14134748) on a three-year-old patient, the supplied wire guide (thscf-28-40-2-aes) "split open." This occurred during the attempt to withdraw the wire. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, as well as a visual inspection of the returned product, were conducted during the investigation. The supplied thscf-28-40-2-aes amplatz wire guide was returned in a used and damaged condition. The investigation discovered the distal weld ball broke away from the safety wire, resulting in coil elongation with mandril and safety wire exposure. The distal weld ball was confirmed to be present, attached to the elongated section of coil. The o.d. Of the undamaged coil was confirmed to be within specification. Additionally, a document based investigation evaluation was performed. A device master record (dmr) review was performed, and device specifications, manufacturing instructions (mi) and quality control (qc) procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR), wire guide subassembly lot revealed there was one relevant recorded nonconformance, but these devices were scrapped prior to further processing. To date, a further search of our database confirmed one additional complaint from the reported lot (reported under 1820334-2021-02744). This complaint was received from the same customer regarding the same procedure and having similar difficulties with the supplied wire guide. Since there is objective evidence the DHR was executed, in addition to no evidence of nonconforming material in house or in the field, cook medical concluded that the device was manufactured to specification. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." It can not be ruled out that the noted damage could be a result of manipulation and/or withdrawal of the wire guide while the needle was still in place; however this is only a speculation. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the wire guide in a fuhrman pleural/pneumopericardial drainage set unraveled. The device was required by a (B)(6) male for pleural drainage. During the procedure, after placing the catheter, the user pulled on the wire guide and discovered it was "split." The user then obtained another device of the same lot and again attempted to place the catheter. During removal of the replacement wire guide, the wire again broke. In this occurrence, a portion of the wire remained in the patient. Subsequently, the user was able to remove the remnant of the wire "by pulling the drainage." Two photos provided by the customer again depicts an unraveled wire guide and a separated wire guide. The procedure was completed by obtaining a third device. No other adverse effects were reported for this incident. This report will focus on the first broken wire guide. The second wire guide separation has been reported under patient identifier (B)(6).

Manufacturer narrative:
Customer phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.